Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the liquid crystal display (lcd) display was damaged. The encoder assembly threads were stripped. Three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests.

Event description:
It was reported that the external pulse generator (epg) lower part of the screen was damaged. The epg was returned into service. There was no patient involvement.